Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia which led to the discovery of an erosion through the esophageal lumen of three linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6)2016. Patient "noted dysphagia around (B)(6) 2017. Esophagogastroduodenoscopy (egd) on (B)(6) 2017 showed 3 posterior beads visible in the lumen. The linx device was intact. The entire linx device was explanted laparoscopically on (B)(6) 2017; a partial fundoplication was performed at the time of explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia which led to the discovery of an erosion through the esophageal lumen of three linx device beads. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. -patient "noted dysphagia around (B)(6) 2017. Esophagogastroduodenoscopy (egd) on (B)(6) 2017 showed 3 posterior beads visible in the lumen. The linx device was intact. -the entire linx device was explanted laparoscopically on (B)(6) 2017; a partial fundoplication was performed at the time of explant.